Event description:
S/p angioplasty with access site in left femoral artery. Noted loss of doppler pulses in left lower extremity. Leg pale and cool. Status demonstrated acute occlusion of left common femoral, popliteal and posterior tibial arteries. Pt to operating room for removal of closure device. Left aka done (B)(6)2017.